Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2008. The pt experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4). Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Sent to the FDA. (B)(4).

Event description:
Additional information: during a procedure on (B)(6) 2008, the sling was implanted and pelvic floor repair mesh was excised. On (B)(6) 2009, the patient had stimulation system implant (medtronic) surgery to treat urinary urgency, urinary frequency and nocturia.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
Additional information: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent interstim neurostimulator and electrode removal and placement of interstim I and ii on (B)(6) 2012 due to urgency, frequency and left hip pain with prior interstim placement. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent interstim neurostimulator and electrode removal and placement of interstim I and ii on (B)(6) 2012 due to urgency, frequency and left hip pain with prior interstim placement. No additional information was provided. Follow-up 04 was initially submitted via paper medwatch and mailed to the FDA via certified (B)(6) on 9/21/2015. This information is being resubmitted emdr as it is unknown if the information reached the FDA database. The initial medwatch and supplemental medwatch reports were sent to the FDA via usps. This supplemental medwatch report is being submitted electronically.